Event description:
Employee was spinning down blood and serum in centrifuge. After completion, the serum separator tube came apart as they carried it. This caused a splash of serum of mouth and intact skin of face. Employee says this happens about every 2-3 weeks, mostly with size medium.